Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. The hc was received inoperative for no power however, power was restored after replacing the power entry fuses. The power entry fuses were visibly blown. An internal and external inspection revealed fluid intrusion. The pneumatic system showed that the pump assy did not activate. A technician checked the resistance reading from ground to each ac input terminal and the readings were not infinite; readings go to their proper infinite value when the pump assembly is disconnected. Voltage verification at j3 (pump assembly) had voltage supplied however, the pump assembly did not activate. Evaluation was terminated due to fluid intrusion and no test article can be used due to possible contamination of equipment. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly preventing it from activating. The cause for the earth leakage was determined to be caused by a malfunctioning pump assembly due to fluid intrusion. Device will be scrapped. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device failed electrical testing for earth leakage current, not ground bond failure as initially reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.